Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure (batch no. 624469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriotic cyst and abnormal uterine bleeding. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), constipation ("constipation") and diarrhoea ("diarrhea"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia, constipation and diarrhoea outcome was unknown. The reporter considered constipation, diarrhoea and menometrorrhagia to be related to essure. The reporter commented: coil- right- 3 coils left- 3 coils insertion date was updated as per mr (B)(6) 2009 to (B)(6) 2019. Lot number- 624469 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menometrorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received : reporter information, medical history, lot number, rcc, removal date and new event menometrorrhagia were added. Case become serious incident. Insertion date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure (batch no. 624469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriotic cyst and abnormal uterine bleeding. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), constipation ("constipation") and diarrhoea ("diarrhea"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia, constipation and diarrhoea outcome was unknown. The reporter considered constipation, diarrhoea and menometrorrhagia to be related to essure. The reporter commented: coil- right- 3 coils left- 3 coils. Insertion date was updated as per mr - (B)(6) 2009 to (B)(6) 2019. Lot number: 624469 manufacturing date: 2007-04 expiration date:2009-03. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menometrorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.